Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: e2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the reported phenomenon was confirmed, it is presumed that the b30 scope communication error occurred due to wear of the light source scope socket from repeated prolong use. The instructions for use (IFU) states: from: removal of the lamp when replacing the examination lamp, use a clean, lint-free cloth to wipe off residual heat compound from the heat sink. If the heat compound is not wiped off completely, the lamp's heat efficiency will be impaired, and the examination lamp life will be shortened significantly. From: insertion of the lamp using your finger, apply the heat compound, provided with the new examination lamp thickly and evenly on the "+" side electrode of the examination lamp. Using your finger, apply the heat compound thickly and evenly on the outer periphery of the "¿" side electrode of the examination lamp olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was evaluated by olympus and the cause of the b30 error code was determined to be a faulty scope socket; when the test scope was moved or adjusted the b30 error was generated. An image was produced when the scope was connected. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source, to olympus for repair due to a report of "image blank" and an "unknown error code" generated. Upon inspection and testing of the returned unit, the service department observed a "b30" error code generated. This report is submitted for the b30 error code malfunction. As this was found during inhouse service, there was no patient involvement.